Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference MFR. Report#: 3006705815-2020-01895.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2020-01895. It was reported the patient began to receive inadequate therapy after being in a motor vehicle accident. An impedance check was performed and high impedance was found on both of the patient's leads. Reprogramming provided effective therapy but only for a limited period of time. As a result, the patient's leads were explanted and replaced to address the issue.